Manufacturer narrative:
(B)(4). This is a report of a use error, where a supply bag was not connected to the blue clamp line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. It was stated that the a supply bag was not connected to the blue clamp line and the blue clamp was open. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.